Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section has been corrected: sex was previously reported as female, however, due to limited information, the patient's gender cannot be confirmed. Reported event was confirmed by review of radiographs. X-ray evaluation review by third party hcp confirms osteolysis at the lateral tibial tray/plateau of the right knee arthroplasty. There is lucency at the far lateral aspect of the tibial tray and at the cement-bone interface at the lateral tibial plateau. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a bilateral knee arthroplasty. Subsequently, patient underwent right revision due to wear caused by osteolysis.

Manufacturer narrative:
(B)(4). Medical product: agc posterior lipped primary, catalog #: 159215, lot #: 493550. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown agc femur, unknown agc tibial tray, unknown agc bearing. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-0839, 0001825034-2018-10843. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left side revision procedure of tibial tray and femur due to osteolysis.